Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for low readings 1 remaining sensor passed per specification with accurate readings.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 42 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.